Event description:
The manufacturer received information alleging a malfunction of a ventilator's oxygen sensor. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a malfunction of a ventilator's oxygen sensor. There was no harm or injury reported. The oxygen sensor is an fio2 sensor assembly and is an accessory to the ventilator. This accessory would not affect the ventilator to deliever therapy as designed. There was no malfunction related to the ventilator.